Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: a review of the pump black box data showed multiple pump reboots. During a visual inspection of the pump, a battery compartment crack was observed above and below the bumper pad. Corrosion was observed inside battery compartment. The returned battery cap had stripped threads and was not able to secure properly to the pump; power loss occurred with the returned battery cap. The pump powered on with a test cap and was exercised for 24 hours with no power interruptions. A leak test showed a leak in battery compartment. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed a discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.